Event description:
It was reported that there was a loss of therapeutic effect. There was sudden urgency every 2-3 days with both urine and loose bowels. The patient had amplitude of 3.5 and went as high as 3.9 which was too high. The patient was planning on a reprogramming session and she needed a symptom tracker. Additional information reported the patient was still having concerns with her device/ therapy but was working with doctor or manufacturers¿ representative. Further follow-up is being conducted to obtain more information about patient status. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va03acn, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
.